Event description:
Ems experienced an error with a precision extra glucometer device. The ambulance crew had responded to a call at another facility for a patient with an altered level of consciousness. On their arrival the facility staff reported an initial blood glucose reading in the 40s. This facility staff had administered oral glucose and im glucagon prior to the ambulance arriving, with a recheck blood glucose reading in the 50s. The ambulance crew checked the patient's blood glucose level twice with their device and received readings of 208 and 192 respectively. The patient was transported to the hospital ed and remained unresponsive. After the call was completed it was reported to the ems supervisor that this patient's labs showed a blood glucose level of 20 (per the hospital lab). The patient was admitted to the ICU for observation and discharged the next day.the glucometer was immediately pulled from service, and returned to the manufacturer.